Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
***This is a follow up report. Confirmation received on the 23-sept-2020 from engineering that off-label use of the echo-19 in the drainage of a pelvic cyst would be linked to the distal needle break. The lab evaluation was also completed on 01-oct-2020 however the investigation is still ongoing*** user advanced device through ultrasonic endoscope to desired position( colon descendens ). User used device penetrated cyst several times but felt obvious resistance. User retracted the device from patient and found out stylet broken 7cm from tip. User then changed another same device to complete the biopsy. Images provided appear to show distal needle breakage. This is a conservative assessment until confirmation this received. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pelvic cyst a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r 2l 4r ao ar 11ri 11s 3. Please describe the size of the intended target site. 8cm.8cm 4. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 5. Was the device used in a tortuous position? Yes 6. Are images of the device or procedure available? Due to user facility compliance , distributor will try to obtain the image. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus 240 240 11. Was force required on insertion of device into scope? Yes 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle and needle retraction 13. Was difficulty experienced while retracting the needle? Yes. 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was the needle able to be fully retracted before removing from the patient? Part of needle in sheath and retracted along with endoscopy from patient. 16. Was gaining access to the targeted site difficult? No. 17. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 18. Was needle penetration of the targeted site difficult? No. But there is difficulty to back and forth puncture afterward. 19. Was the stylet partially removed prior to advancement of needle? Yes 20. How many biopsies/passes were obtained with use of this needle? 1 21. Did any section of the device detach inside the patient? No. 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 24. Was there difficulty in attachment / detachment of the leur to the scope? No. 25. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a procoreecho-19.

Manufacturer narrative:
Device evaluation: the echo-19 device of lot number c1634796 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices related to this occurrence underwent a laboratory evaluation on the (B)(6)2020. In summary the following results were observed in the lab evaluation: broken needle measuring 7 cm from the tip. Needle advances and retracts without issue. Sheath extender advances and retracts without issue. Needle measuring 7cm from the tip was returned separately. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 of lot number c1634796 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1634796. The notes section of the instructions for use, se, ifu0101-1, which accompanies this device instructs the user "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." There is evidence to suggest that the customer did not follow the instructions for use, from the information provided, this device was used for the drainage of a pelvic cyst instead of sampling lesions. Root cause review: a definitive root cause could be determined from the available information. The drainage of a pelvic cysty would have to be considered off label use and could have contributed to the device failure. Observed issues were considered due to the off label, it is possible that the needle became kinked first and then needle breakage occurred due to off label use. As noted in additional information received there was force required on the insertion of the device into scope. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2020, this supplement report is being submitted to include the investigation conclusion within section h.10.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced device through ultrasonic endoscope to desired position( colon descendens ). User used device penetrated cyst several times but felt obvious resistance. User retracted the device from patient, and found out stylet broken 7cm from tip. User then changed another same device to complete the biopsy. Images provided appear to show distal needle breakage. This is a conservative assessment until confirmation this received. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pelvic cyst. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 8cm. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? Yes. Are images of the device or procedure available? Due to user facility compliance , distributor will try to obtain the image. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus 240. Was force required on insertion of device into scope? Yes. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle and needle retraction. Was difficulty experienced while retracting the needle? Yes. Was the syringe used during the procedure, after the stylet was removed? No. Was the needle able to be fully retracted before removing from the patient? Part of needle in sheath and retracted along with endoscopy from patient. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. But there is difficulty to back and forth puncture afterward. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? 1 did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a. Procore: echo-19.